Event description:
It was reported that 10 of the bd safetyglide¿ needles were occluded. The following information was provided by the initial reporter: needles with lot number 2025238 have been detected as being occluded.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 10 of the bd safetyglide¿ needles were occluded. The following information was provided by the initial reporter: needles with lot number 2025238 have been detected as being occluded.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.